Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2006. The device appeared to be implanted correctly during the initial surgery but was not checked under x-ray. Post-op, it was discovered that the device was not fully seated on the baseplate and revision surgery was performed the following month. The device was replaced with another size 36 by 60 degree, 0mm poly and the doctor added a 9mm spacer.